Event description:
It was reported the customer had a blank display. Customer stated their display went blank three times. Customer's blood glucose was unknown at the time of the call. The customer also reported receiving a weak signal alarm and lost sensor alert. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.